Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their implantable pulse generator (ipg) was pacing below the programmed lower rate and they experienced dizziness. The ipg remains in use. No patient complications have been reported as a result of this event.